Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is uknown. The patient's vessel morphology is severely calcified. It was reported that the right common femoral artery was dissected, due to disruption of the patient severe calcification within the artery. The physician repaired the dissected artery with polytetrafluoroethylene (ptfe). No additional clinical sequelae were reported and the patient is fine.